Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that patient experienced adhesive patch and cannula housing detached from spring prior to insertion on (B)(6) 2026. Patient resolved the issue by replacing the infusion set and resumed insulin deliveries successfully.